Event description:
A customer reported that they were having some capsular tears over the past several months. When contacted, one of the surgeons informed that the other surgeons too have had random tears, but they did not know what to attribute it to. Surgeon further informed that they had tears after having free floating flaps. Add¿l info has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser system; there were no unusual findings related to the reported issue. No testing was performed as no parts were returned. Based on available info, a root cause could not be determined. (B)(4).